Event description:
It was reported, through a medwatch report, that this right atrial lead exhibited undersensing. Due to the limited information received, further follow-up to obtain related details was not possible. At this time, evidence suggest that this lead remains in service. No further adverse patient effects were reported.